Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit indicated error code 14. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit indicated error code 14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: b5, b6, b7, d10 a getinge field service engineer (fse) was able to replicate the reported complaint, verifed error 14 . Removed and replaced scroll compressor (d119-00-0236) and temperature sensor threaded probe (d206-00-0734) as required as per manual. Completed repair with all functional and safety tests per manufacturer specifications. Device was returned to customer and cleared for clinical use is unknown.